Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's partner reported "rupture" and "diagnosed with breast cancer"; this event is not device related. This relates to left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: silicone migration.

Event description:
Healthcare profession additionally reported left device "rupture with free silicone" diagnosed via ultrasound and MRI. Device has been explanted.

Event description:
Patient's partner reported rupture of implant. Patient recently diagnosed with breast cancer. Device has been explanted. Subsequently physician provided further information reporting "ruptured implant with free silicone diagnosed by ultrasound and MRI". This relates to left side.

Manufacturer narrative:
Device visual analysis of the photographs identified the device was broken shell, white encapsulation and red particles material on the shell.unable to confirm if all shell was received.